Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the unknown interface. Cement manufacturer is unknown. Doi: unknown; dor: (B)(6) 2018; unknown operative side.